Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was charging the ipg frequently. It was also noted that the patient was experiencing pain which was a non-changing soreness around the stimulator. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the physician did not suspect any device malfunction.

Event description:
A report was received that the patient was charging the ipg frequently. It was also noted that the patient was experiencing pain which was a non-changing soreness around the stimulator. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Correction to fu #3 MDR in evaluation codes, additional MFR narrative. Additional MFR narrative should have been: additional information was received that the patient underwent an ipg replacement procedure. No malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was charging the ipg frequently. It was also noted that the patient was experiencing pain which was a non-changing soreness around the stimulator. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was charging the ipg frequently. It was also noted that the patient was experiencing pain which was a non-changing soreness around the stimulator. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure to improve coverage and was still feeling discomfort from a non-functional ipg.

Event description:
A report was received that the patient was charging the ipg frequently. It was also noted that the patient was experiencing pain which was a non-changing soreness around the stimulator. The patient will undergo a revision procedure wherein the ipg will be replaced.